Event description:
A us dist contacted zoll to report that a pt experienced two inappropriate defibrillation shocks. Atrial flutter with rapid ventricular response at 214 bpm and 200 bpm contributed to the false detections. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt had ems respond following the event. The pt had ems respond following the event and has removed the lifevest at this time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt had ems respond following the event and has removed the lifevest at this time. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor (B)(4): 06/2011 - reuse. Electrode belt (B)(4): 11/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(4) per pt-month with (B)(4) confidence). (B)(4).